Event description:
The hospital reported that 3 minutes prior to the completion of the system 1 sterile processing cycle, a facility doctor ordered that the cycle be cancelled and removed a ureteroscope from the system 1 processor for immediate use in a procedure. The hospital staff removed the scope from the processor, flushed it with sterile water and the scope was used in the patient procedure.

Manufacturer narrative:
Steris is not aware of any adverse clinical event associated with this incident and upon inquiry with the user facility, was refused additional information on the patient and the event. Steris is filing this MDR because the sterility of devices processed in system 1 cannot be guaranteed unless devices are processed in accordance with steris's instructions for processing and use. A steris account manager and field service technician insisted upon in-service training for the hospital regarding proper use and operation of system 1, however the hospital declined and refused entry to their facility to inspect the system 1 processor.